Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The lead was not returned for analysis as it remains in use; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. A risk review was completed and confirmed that the event of shock impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited decreasing impedance measurements, however they are still within normal limits. Analysis of the device was performed and high capture thresholds and high out of range shock impedance measurements were observed. Further evaluation and troubleshooting were discussed. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was added to the following fields: a1: patient identifier d6a: implant date.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited decreasing impedance measurements, however they are still within normal limits. Analysis of the device was performed and high capture thresholds and high out of range shock impedance measurements were observed. Further evaluation and troubleshooting were discussed. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited decreasing impedance measurements, however they are still within normal limits. Analysis of the device was performed and high capture thresholds and high out of range shock impedance measurements were observed. Further evaluation and troubleshooting were discussed. This lead remains in service. No adverse patient effects were reported.